Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under rear therapy electrodes. The area was described as two marks, one with dark rough skin and the other with red skin. During a follow up, it was reported that the patient's doctor had instructed the patient to stop wearing the lifevest due to the irritation. Multiple attempts to follow up on the condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown.